Event description:
Customer reported hospitalization due to high blood glucose levels and diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 397 mg/dl. Customer stated that her blood glucose levels had risen to 552 mg/dl at one point and continuously fluctuated. Customer was treated with insulin drips at the hospital. Customer also stated that his blood glucose levels went down to 81 mg/dl at the hospital and then increased to 420 mg/dl in the morning. Caller also reported a bent cannula. Troubleshooting was performed and the insulin passed all tests performed. Drive support cap and all settings also appeared to be normal. Customer's current blood glucose reading is 297 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.